Manufacturer narrative:
Investigation results: summary: one unused 30 ml ll sample without the blister was received by our quality team for investigation. Upon visual inspection of the sample received, a hair inside the syringe, on the stopper was verified. A device history record review found no non-conformances associated with this issue during production of this batch. Although no issues were identified during the manufacturing process, the root cause has been determined to have occurred during the manufacturing process due to exposure of operator/personnel not following the protective clothes rules and appropriate personnel have been notified. The appropriate personnel has been notified of this incident and a project has been opened to reduce the occurrence of this defect. Conclusion: one unused 30 ml ll sample without the blister was received for investigation. Upon visual inspection of the sample received, it can be observed a hair inside the syringe, on the stopper. DHR of lot 1707702 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 50ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair-cover, mustache-cover, coat, beard-cover, shoes-cover) according to internal procedure. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with human error. The root cause is that operator does not follow the clothing rules according to procedure. Project is open to reduce the occurrence of this defect. In order to reinforce our customer satisfaction, we would like to inform you that our manufacturing facility was alerted of your experience, raising the awareness on the production area in order to pay more attention to this matter. Defect: hair inside the syringe. One used sample of 30ll without blister was received for investigation. Upon visual inspection of the sample received, it can be observed a hair inside the syringe, on the stopper. DHR of lot 1707702 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 50ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair-cover, mustache-cover, coat, beard-cover, shoes-cover) according to internal procedure ((B)(4)). This defect has been caused because operator does not follow the clothing rules according to procedure (B)(4). Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): visual inspection molding: 2 injections per shift. Printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in pallet#1, once in pallet#7, once in pallet#14 and once in last pallet of the lot. Assembly: once in pallet#1, once in pallet#7, once in pallet#14 and once in last pallet of the lot. Primary packaging: once in pallet#1, once in pallet#7, once in pallet#14 and once in last pallet of the lot. Although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with human error. The root cause is that operator does not follow the clothing rules according to procedure. Project# (B)(4) is open to reduce the occurrence of this defect. Root cause: we can confirm that the root cause of the non-conformance is related with human error. The root cause is that operator does not follow the clothing rules according to procedure.

Event description:
It was reported that foreign matter "hair" was found while drawing up 0.9% nacl into a bd plastipak¿ 30ml luer-lock syringe. There was no report of exposure, serious injury or medical intervention.